Manufacturer narrative:
Pump was received with pump error 130 alarm during rewinding due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin pump error alarm. The customer's blood glucose value was 14.3 mmol/l. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.